Event description:
Same as MFR 6000089-2005-01932. It was reported by the pt that 16 days after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The pt successfully had two taxus express2 drug eluting stents implanted. 16 days after the pt started to complain of extreme bilateral joint pain in his hands, sensation when swallowing, rash, swelling, angioedema of his face, burning and itching of his hands and feet. Made several attempts in one month to get additional info without success.